Event description:
Two pt samples with discrepant results. Pt 1, initial troponin t result gave <0.010 ng/ml. Sample repeated twice giving 0.020 ng/ml each time. Pt 2, initial hcg result gave 0.100 <miu/ml. Sample repeated next day giving 43.21 miu/ml. Two add'l samples were obtained from pt 2 in early 2008, giving hcg results of 43.33 miu/ml and 42.26 miu/ml respectively. Erroneous result reported for pt 2 only. Pt not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed.